Manufacturer narrative:
This serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported her adc freestyle lancing device broke and because of this she could not perform a test. Customer further reported that on an unspecified date ¿around thanksgiving¿ the spring of her lancing device broke and it would no longer fire. She noted experiencing: uncontrollable nausea, vomiting and felt dehydrated. Customer reported having contact with her healthcare provider, was diagnosed with dka (diabetic ketoacidosis) and treated with both long and short-acting insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is an approximation, based upon details provided. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle lancing device broke and because of this she could not perform a test. Customer further reported that on an unspecified date ¿around(B)(6) ¿ the spring of her lancing device broke and it would no longer fire. She noted experiencing: uncontrollable nausea, vomiting and felt dehydrated. Customer reported having contact with her healthcare provider, was diagnosed with dka (diabetic ketoacidosis) and treated with both long and short-acting insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product quality engineering (pqe) has investigated this complaint and determined that there is no indication that the product did not meet specification. No product has been returned for this complaint to date. As the lancing device was not returned for this complaint, a tripped trend review was completed for the time period of november 2014 to september 2018, and there was no adverse trend identified. Owen mumford, the third party manufacturer of the freestyle lancing device ii, continues to monitor complaints received for the freestyle lancing device ii. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle lancing device broke and because of this she could not perform a test. Customer further reported that on an unspecified date ¿around thanksgiving¿ the spring of her lancing device broke and it would no longer fire. She noted experiencing: uncontrollable nausea, vomiting and felt dehydrated. Customer reported having contact with her healthcare provider, was diagnosed with dka (diabetic ketoacidosis) and treated with both long and short-acting insulin. There was no report of death or permanent injury associated with this event.